Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon ligated the artery and several clips fell into the cavity. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.